Manufacturer narrative:
The following fields were updated due to additional and corrected information: b5: describe event or problem: it was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "after opened (for a sample acquisition with syringe, or to pipetting, or to insert within analysis equipment), several of them don't seal well. We've had several incidents with sample spillage." D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-01. H6: investigation summary: bd received 10 samples for investigation. The samples were evaluated by functional testing, each drawn with water and then uncapped and recapped, and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "after opened (for a sample acquisition with syringe, or to pipetting, or to insert within analysis equipment), several of them don't seal well. We've had several incidents with sample spillage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "after opened (for a sample acquisition with syringe, or to pipetting, or to insert within analysis equipment), several of them don't seal well. We've had several incidents with sample spillage."